Event description:
The event occurred between 10am and 12pm and involved a plum 360. The infusion pump was reported to have delivered 260 ml in one hour versus the pump programming (a four hour duration). Although the complainant suspected that the nurse may have accidently programmed the infusion for one hour instead of four hours, it could not be deciphered how the pump was programed from a review of the logs, it was only identified that there were no errors. The customer requested the logs to be downloaded/reviewed and/or investigation of the device. There was patient involvement and no human harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. Initial reporter phone: (B)(6).

Manufacturer narrative:
The alarm log was checked on screen and the logs were downloaded and send for review for the time period: (B)(6) 2021 to (B)(6) 2022, with no major alarms identified in the log. The following was found as returned in good condition. The device passed inspection and all performance verification (pvt) tests without any issues. The device was functional as per specification based on testing and according to logs. The complaint was not confirmed since the issue was not replicated and not confirmed from logs. Summary of event history: the key press entries show the pump was programmed and started for a therapy at 620 ml/hr on 2022-05-05 11:38:31. It may have been that the nurse accidently put the desired vtbi value in the rate field. This would cause the pump to deliver 620 ml in an hour. The customer¿s complaint was not confirmed.